Manufacturer narrative:
At the visit on site the field service engineer (fse) performed system diagnostic and calibration. The fse found the system works according to manufacturer¿s requirements. The root cause cannot be determined conclusively, (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a system message; "internal energy too high" and the laser stopped; this occurred several times during lasik treatment. Additional information has been requested.